Manufacturer narrative:
H6: c19 - the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The primary reported failure mode, related to a broken deployment line, was confirmed during engineering evaluation. The root cause of the primary failure mode could not be established with the available information. The returned device exhibited several forms of damage (e.g. Multiple kinks, endo separated from distal shaft, disturbed pebax, distal tip separation). The cause for these damages could not be determined, but they are consistent with damage resulting from the reported manipulation of the device after the procedure or an unknown device interaction during the procedure or withdrawal.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore: on (B)(6) 2025, a patient was to be implanted with 8 mm x 5 cm gore® viabahn endoprosthesis with heparin bioactive surface (viabahn device) to reconstruct right renal artery. The viabahn device was advanced to target lesion via supercore guidewire and 8fr sheath. During deployment, the deployment line was broken. Therefore, the device was removed out of patient. Another viabahn device with same size was utilized to complete the procedure. The patient tolerated the procedure. The physician deployed the viabahn device outside the patient with remaining broken deployment line. It got stuck after deploying a bit. The distal tip was broken out of patient.